Manufacturer narrative:
H11: internal complaint reference: case (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an ent procedure, the coblator ii controller had smoke coming out of it and there was white fluid coming out from the back side. The procedure was completed with a change of surgical technique, and a delay of more than 30 minutes was reported. No further complications were reported.

Manufacturer narrative:
H11: h2: additional information on h6 - medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection revealed that the port has carbon deposited on it. A functional evaluation was performed on the returned device and found it was not switching on. An analysis of the customer provided image and video found in a picture some liquid leaking from the back of the device. The video shows the device smoking from the back of it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with component failure. Factors that could have contributed to the failure include a defective power supply or power entry module or a blown fuse. Based on this investigation, the need for corrective action is not indicated.